Event description:
A customer reported an alarm issue with the adc application in use with samsung z fold 3 phone with os version 13, app version 2.8.4.93.35. The customer experienced a loss of consciousness and was treated with sugar provided by their spouse. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. A signal alarm issue was reported with the freestyle librelink application resulting in the customer being unable to receive glucose alarm notifications with their sensor. Successfully scanned and received glucose notification readings and alarm notifications using similar device configuration. The user complaint could not be reproduced. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc application in use with samsung z fold 3 phone with os version 13, app version 2.8.4.93.35. The customer experienced a loss of consciousness and was treated with sugar provided by their spouse. There was no report of death or permanent impairment associated with this event.